Event description:
Per the report received from germany, edwards lifesciences was notified of a pascal ace device implanted in the mitral position. Pre-procedurally, the patient had severe mitral regurgitation, which improved to mild following the implant procedure. One month and seventeen days after the procedure, worsening mitral regurgitation (grade 2-3) was identified, and a portion of the leaflet was reported to have slipped out of the device. Treatment options are currently being evaluated. The patient was reported to be in stable condition.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event and there is a potential for reintervention in this case. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.